Event description:
Customer reported that nurses misinterpreted the inform system's error 83 as a low result, treated pt with dextrose, lab result was 1000 mg/dl. Caller reported that he ran an additional inform system blood glucose test using the same lab sample and got a result of hi, which on the inform system indicates a result in excess of 600 mg/dl. Caller reported that the pt had symptoms of hyperglycemia and was in a state of diabetic ketoacidosis. MFR's labeling list diabetic ketoacidosis as a limitation of the system. A request was made for the return of the system, replacement was sent.